Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope had poor imaging. This issue was found during preparation for use. Inspection and testing of the returned device found a deep cut on the acoustic lens that reached the glue layer and a deep cut on the probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found adhesive peeling on the forceps elevator knob, the forceps elevator knob showed third party repair, the right/left knob had peeling adhesive, the right/left knob showed third party repair, the forceps elevator knob rotates constantly, the up/down knob cannot be locked, the control unit was sticky, the control unit showed third party repair, the suction cover was sticky, the suction cover showed third party repair, the suction cover was cracked, the grip was scratched, the up/down knob was deformed, switch 1 was cut, the electrical connector had corrosion due to water leakage, the ultrasonic cable showed damage, the ultrasound image was defective, the ultrasound image had noise, the acoustic lens had a scratch that reached the glue-layer, the acoustic lens showed third party repair, the objective lens had a scratch, the adhesive around the light guide lens was discolored, the light guide lens showed third party repair, the light guide lens was shaved, the light guide bundle had breakage, the adhesive on the bending section rubber was chipped, the bending section rubber showed third party repair, the connection between the bending section and connecting tube was not secure, the bending tube showed third party repair, the connecting tube had coating peeling, the up/down knob did not move smoothly, the ultrasonic cable was buckling, the ultrasonic cable showed third party repair, the ultrasound connector could not be detached from the ultrasound processor smoothly, the ultrasound case had a scratch, frame 260 had corrosion due to water leakage, the inner shield had corrosion due to water leakage, the outer shield had corrosion due to water leakage, and the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was unable to be reproduced. Therefore, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: important information: please read before use: warnings and cautions: caution: do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible. Do not coil the insertion tube or universal cord into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. Do not coil the ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result. Do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling or twisting them with excessive force can break the switches and/or may cause water leaks. Do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise, the insertion tube may be damaged. Do not pull, twist or tightly coil the ultrasonic cable. Noise can develop in the ultrasonic image. Olympus will continue to monitor field performance for this device.